Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging headaches, wake up feeling exahusted, difficulty breathing/short of breath. There was no report of seriuos or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headaches, wake up feeling exhausted, difficulty breathing/short of breath related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internal and external parts of the device. Indeterminate contamination was observed on the exterior of the device and in the enclosure joints. Rattling noise observed on handling the device. Indeterminate contamination, appearing insect-like or other bio-contaminant, was observed around the air inlet. Fibrous and indeterminate contaminants observed on the interior of the bottom enclosure. Blower screw and screw boss broken off and found lying in the bottom of the blower box. Likely source of rattling noise observed earlier. Dust/dirt contamination observed on and in the blower and blower box. Dark contamination appearing consistent with keratin contamination observed in ER 2243857 v1. Contamination was observed on the exterior and interior of the device, as well as on/in the blower. Blower screw and broken screw boss were confirmed to be debris in airpath. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in this device.